Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe a of the unicel dxc 800 synchron system (dxc 800) was leaking fluid. Customer reported the leak was contained inside the instrument. Customer reported erroneous patient results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse replaced the vacuum valve, the collar wash, the a/b valve, the syringe valve and the bubble generator.